Event description:
It was reported that the rn in cath lab contacted the hotline stating the following: "they have a female pt that went through three iab's before they got one inserted. The first two were fos iab's. When they tried to connect the fiberoptic connectors, the pump would say that they needed to connect the cal key. They disconnected and reconnected the cal key and it still would not read the key. They also experienced the balloons unwrapping. The third iab they placed was a regular iab and they placed it sheathless. The rn wanted to know why they had trouble with the fos connections, the pumps are new and should not have these problems." Rn asked about the "timing". Pump is pumping fine & pt is stable. Hemodynamic readings show an assisted systole of 94 & an augmentation of 130. However, they note a double notching on augmentation & on deflation they see the same notching. They fried flushing catheter & it does not make a difference. Also tried to go to operator mode & tried timing using arterial pressure & that is very difficult. Patient has good ECG & pump is working well in pattern trigger mode. Clinical support specialist (ccs) first spoke to rn about fos connection difficulty. She told rn to remove cal key & turn it over before reconnecting it to pump. Css has found that action helpful. Css explained about artifact on transducer waveform. She said this is due to movement of catheter in the aorta. This movement transmits down fluid in transducer system & is displayed on monitor; she had rn fax some strips. While reviewing strips she found timing is fine, but they have artifact on augmentation. Css again explained this is due to motion artifact when balloon inflates & deflates. Rn told css they did not see this until after they changed dressing on insertion site. Css explained they should make sure position of balloon has not changed. Rn told css they took dressing down again & placed some traction on catheter. This did not make a difference. Again, css explained to rn this is due to motion artifact. Css also had them rule out hypovolemia, which is another possible reason for artifact on ap waveform. They stated patient is not hypovolemic. Css told rn that she would contact field service. Follow-up report will be filed if additional information becomes available.